Event description:
New information received notes a rattling noise in the chest. Device interrogation revealed rv oversensing. The patients medications were adjusted and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of non-sustained lead noise due to undersensing of ventricular events was noted, resulting in bi-v pacing and detection of a fast event at the next ventricular beat. Programming changes were made. Patient condition is well after event.